Manufacturer narrative:
A supplemental correction report is being submitted following a review of this complaint file by clinical on 11 jul 2025. The outcome of the review determined that a correction report needed to be scheduled to include updated imdrf codes.

Event description:
A supplemental correction report is being submitted following a review of this complaint file by clinical on 11 jul 2025. The outcome of the review determined that a correction report needed to be scheduled to include updated imdrf codes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
According to the customer's report, on (B)(6) 2024, it was necessary to use material: g21781 - zebd-10-4 from batch: c2074031, but it got stuck inside the working channel indicated on the packaging as compatible. To finalize the case, it was necessary to use another pigtail, with a smaller diameter. It is important to note that the customer reported great difficulty in removing the item from the endoscope's working channel. When removed, the pigtail did not return to its initial position, it was deformed, which is why its use was impossible. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device was not returned for evaluation. An image was provided which revealed the stent after removal from the endoscope. The pigtail curls likely did not reform after removal from the endoscope since the device had gotten stuck and the user experienced difficulty removing it from the scope. This may have resulted in the pigtail curls becoming deformed and prevented them from reforming once removed from the scope. Manufacturing records prior to distribution, all zebd-10-4 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-10-4 device of lot number c2074031 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the available information, it is known that the device was used for stenotomy-esophagus which would be abnormal use and the user has not complied with the requirements of the IFU with respect to the intended use of the device. The off-label use did not contribute to the complaint issue of the device becoming stuck in the elevator and so, as per the management of complaints procedure, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Medical images(for example; CT scans, x-ray imaging etc.) Were not provided for review. As mentioned above, an image of the stent after removal from the scope was provided for review. Root cause analysis a definitive root cause cannot be determined as no additional information was received. A possible root cause may be attributed to the outer diameter of the stent being at the upper end of its tolerance and the internal diameter of the endoscope being at the lower end of its tolerance, which may have resulted in the stent becoming stuck in the working channel of the endoscope. The specific endoscope used was not reported, therefore the internal diameter tolerance cannot be confirmed. For the stent, reference can be made to (B)(4). A review of the relevant production/manufacturing documents did not identify any evidence of manufacturing issues related to stent outer diameter. From the event description, it is noted that a smaller french size stent was successfully used to complete the procedure, which supports the tolerance theory. If any further information becomes available, the file will be updated accordingly. Confirmation of complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, the device got stuck inside the working channel. Confirmed quantity of 1 device, confirmed used. According to the initial report, there was no unintended part of the device that remained inside the patient's body. Investigation findings conclude that a definitive root cause cannot be determined as no additional information was received. A possible root cause may be attributed to the outer diameter of the stent being at the upper end of its tolerance and the internal diameter of the endoscope being at the lower end of its tolerance, which may have resulted in the stent becoming stuck in the working channel of the endoscope. The specific endoscope used was not reported, therefore the internal diameter tolerance cannot be confirmed. For the stent, reference can be made to (B)(4). A review of the relevant production/manufacturing documents did not identify any evidence of manufacturing issues related to stent outer diameter. From the event description, it is noted that a smaller french size stent was successfully used to complete the procedure, which supports the tolerance theory. If any further information becomes available, the file will be updated accordingly.

Event description:
A supplemental report is being submitted due to completion of the investigation on 02-mar-2026.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. An image was presented, which shows the pigtail not curled into its original shape. Manufacturing records prior to distribution, all zebd-10-4 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-10-4 device of lot number c2074031 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label instructions for use (ifu0045), which accompanies this device, instructs the user: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the IFU. (Ifu0045) from the available information, it is known that the device was used for stenotomy-esophagus which would be abnormal use and the user has not complied with the requirements of the IFU with respect to the intended use of the device. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause cannot be determined as no additional information was received. A possible root cause may be attributed to the outer diameter of the stent being at the upper end of its tolerance and the internal diameter of the endoscope being at the lower end of its tolerance, which may have resulted in the stent becoming stuck in the working channel of the endoscope. The specific endoscope used was not reported, therefore the internal diameter tolerance cannot be confirmed. For the stent, reference can be made to (B)(4) rev004 and (B)(4) ver1. A review of the relevant production/manufacturing documents did not identify any evidence of manufacturing issues related to stent outer diameter. From the event description, it is noted that a smaller french size stent was successfully used to complete the procedure, which supports the tolerance theory. If any further information becomes available, the file will be updated accordingly. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the customer, the device got stuck inside the working channel. Confirmed quantity of 1 device, confirmed used. According to the initial report, there was no unintended part of the device that remained inside the patient's body. Investigation findings conclude that a definitive root cause cannot be determined as no additional information was received. A possible root cause may be attributed to the outer diameter of the stent being at the upper end of its tolerance and the internal diameter of the endoscope being at the lower end of its tolerance, which may have resulted in the stent becoming stuck in the working channel of the endoscope. The specific endoscope used was not reported, therefore the internal diameter tolerance cannot be confirmed. For the stent, reference can be made to (B)(4) rev004 and dwg1324 ver1. A review of the relevant production/manufacturing documents did not identify any evidence of manufacturing issues related to stent outer diameter. From the event description, it is noted that a smaller french size stent was successfully used to complete the procedure, which supports the tolerance theory. If any further information becomes available, the file will be updated accordingly.

Event description:
A supplemental correction report is being submitted following a review of this complaint file.